Manufacturer narrative:
(B)(4). Per complaint (B)(4), the flow measure board was replaced. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, the maquet service engineer reported on behalf of the customer, that rotaflow with serial number (B)(4) was flashing error message err del on the display. The pump was still running without measuring the blood flow. Reference: complaint (B)(4).